Manufacturer narrative:
Eval is currently being performed on the returned device. Once the eval is completed, a f/u medwatch report will be submitted.

Event description:
It was reported to us that during an acute myocardial infarction, the physician inserted the guide wire into the pt. The physician inserted the aspiration catheter onto the wire and advanced it forward into the vessel. The physician encountered resistance and could not be advance to catheter to the point of occlusion. The physician then attempted to withdraw the aspiration catheter however, was not able to. The physician then removed the aspiration catheter and the .014 coronary guide wire. A new wire was inserted into the vessel and the case was completed via balloon angioplasty. Upon removal of the aspiration catheter it was noted that the marker band detached from the aspiration catheter. The marker band remained in the mid right coronary artery. The marker band is evident on x-ray and migrated distally to a rv3 very small branch. The physician feels it is in a position that will not cause harm.